Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a usual breakfast while using the ilet, with blood glucose at 201 mg/dl and stable before declining to 191 mg/dl without intervention; no alerts or alarms occurred, and no back-up therapy, insulin suspension, ketone testing, professional intervention, or assistance was used. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included transient hyperglycemia outside the target range for less than one hour, with no medical care required. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed no device malfunction or component issue, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.